Event description:
The patient reported experiencing elevated blood glucose "some time ago" and questions the delivery accuracy of the infusion device. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained with this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.